Event description:
It was reported that during a device replacement prior to wound closure the left ventricular (lv) was lead stuck in the header. The device header had to be cut in order to remove the lv lead. The device was explanted, and the lead remains in-service. It was reported that there were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this device was received with the header separated from the case. The header had been cut behind the distal end of the terminal blocks in order to gain access to the left ventricular (lv) terminal block. Analysis concluded that the damage to the device case and header was induced in order to remove the lv lead, however there was too much damage to the header to evaluate the lv port to gain root cause for the issue.

Event description:
This supplemental report is being filed with analysis details.